Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm and had a blank display for few minutes and also received a change sensor/bad sensor. The customer reported blood glucose value of 389 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-342, mmt-441a, mmt-1884l, mmt-7040a. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. Customer reported a partial display. Customer inserted a new fully charged battery and display did not return to normal or self test failed. Customer does not feel ok to troubleshoot. Customer reported physical damage (scratch) on the pump. Pump is functioning as designed. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-441a. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and severe corroded keypad traces and broken u1 on keypad assembly broken solder joint on pin #1 and #2 were noted during visual inspection. Unit was downloaded successfully using thump software for reference. Unable to perform sleep current measurement, active current measurement, self test and displacement test due to keypad anomaly. Unable to confirm missing segments/partial display due to keypad anomaly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61 stuck key alarms that may have occurred in the past. The adapt tool reveals that 61 stuck key alarms were displayed several times on 07/14/2024 from 19:30:37.000 through 19:39:32.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly. Moisture damage noted on electronic assemblies during visual inspection. Unit was received with stained keypad overlay and scratched case. In conclusion, customer concern was not confirmed during testing. Unit powered up properly after battery installation and no blank display was noted. However, keypad overlay was removed, and severe corroded keypad traces and broken u1 on keypad assembly broken solder joint on pin #1 and #2 were noted during visual inspection. Unable to confirm missing segments/partial display due to keypad anomaly. No peeling keypad overlay was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.